Event description:
It was reported that during the implant attempt, the right ventricular lead had undersensing. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.